Event description:
Follow up information received that the patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system was unable to successfully maintain a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.

Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. No additional information is known at this time.

Manufacturer narrative:
The system was not set to surgery mode, while the patient underwent an unrelated surgery, where electro-cautery may have been used. A review of documentation supplied with the implant, states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis. However, the implant data log was received. Analysis of the record shows, that the system was unable to successfully maintain a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.